Event description:
It was reported to medtronic minimed that the customer experienced faulty sensor, cannot fins sensor signal and loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7811ww. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-7811ww was requested and the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was charged for up to 2 hours. The gang charger showed transmitter was still charging after several hours and did not detect transmitter reaching full charge. Voltage after charge was at 0 v. In conclusion, unable to confirm communication anomaly due to depleted/low battery voltage. Also- event date far exceeds battery shelf life of transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.